Event description:
The following has been reported: cassette latch broken. A preliminary review of the device log files was not performed. The device was returned for evaluation. The device was turned on and it was observed the fva pins failed to actuate correctly on startup. Excessive contamination built up on the fva pins was observed. Cleaning resolved the issue and new lip seals will be installed. The ipc cover was also excessively contaminated and replaced. The rear housing o ring was found to be partially unseated. During cleaning of the fva pins it was found one of the front housing screw mounts in which the fva is installed had mushroomed out, preventing the fva from sitting fully correctly. The lcd was found to have internally damaged screw mounts. Reporting as a conservative measure due to the fva pins not actuating during investigation. No adverse effects were reported.